Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 195 mg/dl at time of the call. The customer stated that the insulin pump stuck in the prime mode. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.